Event description:
It was reported by svc report that the bed's head left side rail was broken and stuck in the down position. It was further reported that the footboard was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail, timing link, damaged footboard.